Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the atw35 would not open after firing. The case was completed by opening the pt. 6/2/98 rec'd medwatch stating, "inability of physician to fire the staple. Laparoscopic assisted vaginal hysterectomy to total abdominal hysterectomy. The risk manager was called to see if the instrument would not fire or would not open after firing. She said she was told it would not fire and the surgeon grew impatient and opened. The ors was called and also said he was told it would not fire.